Event description:
The customer's parent reported via phone call that the sensor readings were far off from blood glucose, triggering customer's insulin pump to suspend delivery while customer's blood glucose was not low. Customer's parent refused to be transferred for further support.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.